Event description:
Related manufacturer reference number: 2017865-2023-05770. It was reported that the patient presented in clinic for follow-up. Upon review, the atrial and right ventricular leads exhibited noise. Noise was over-sensed on the atrial channel. Programming changes were performed. There were no patient consequences.